Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The root cause for the open wire was excessive force. Manufacture dates: monitor: 9/1/2015; belt: 10/14/2009.

Event description:
A us distributor contacted zoll to report that a patient was allegedly treated by the lifevest. It was reported that the patient received a treatment while in the bathroom. The patient reportedly lost consciousness prior to the treatment was knocked to the ground. The patent called his doctor after regaining consciousness. There is no allegation of any serious injury resulting from the treatment or fall. The treatment cannot be confirmed as the monitor as damaged and no download data could be obtained from it. After the event, it was reported that the monitor was unable to power on.